Event description:
Information was received indicating that a new infusion of tpn with a smiths medical cadd solis vip pump was started, then it was noticed that there was blood in the tube and the pump did not deliver anything. It was also reported that the pump did not alarm. The clamp was closed and then the pump was closed. The cadd administration set was changed and then the pump worked well. There was no patient injury.